Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had notified their doctor of the stimulation issues. The issues had not resolved at the time of the report and they needed their stimulation reprogrammed.

Event description:
Information was received from a patient with an implantable neurostimulator for spinal pain. It was reported that the patient experienced shocking. The patient fell on a picnic table and hit the area of implant and then went to turn stimulator on and it was so strong that the patient had to turn off their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.